Manufacturer narrative:
(B)(4). Report source: report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the distribution warehouse found debris in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the sealed cavity with loose dark debris specks. All specks were less than .60 sq. Mm. Size. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was non-conforming. The root cause is a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.